Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-1132 serial : (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing lead site pain. It was also reported that the pain was present when the stimulation was on or off. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing lead site pain. It was also reported that the pain was present when the stimulation was on or off. The patient will undergo an explant procedure.